Manufacturer narrative:
One pneupac ventilator was returned for analysis in good condition. Functional testing performed by attaching 50 psi to the unit; failing frequency with no air mix and no tidal volume calibration test. Based on the evidence, the complaint was confirmed. The root cause was found to be due to the unit needing to be serviced and calibrated.

Event description:
Information was received that a smiths medical ventilator has a respiratory rate that is too high.